Event description:
It was reported that the patient lost stimulation and therapeutic effect. It was reported that there was a broken or fractured lead or extension. The manufacturer representative did not know the location of the break or fracture. It was reported that all impedances were greater than 3600 ohms. The patient lost stimulation a few months ago and they were unable to reprogram the patient to feel any stimulation. It was reported that impedance testing, x-rays, and reprogramming were performed. The manufacturer representative did not know the results of the x-ray at the time of the report and did not know if any future plans were in place. It was noted that the patient had a history of falls.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lb9714, implanted: (B)(6) 2004, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).